Manufacturer narrative:
The date of implantation is unknown at the time of this report. This report is submitted (B)(6) 2017, by (B)(4).

Event description:
It was reported that the patient developed soft tissue complications at the abutment site, including granulation and tenderness. Subsequently, the patient was treated with topical and oral antibiotics (date and duration of treatment not reported).